Event description:
Per the clinic, the device was explanted due to patient reports of vertigo. It was also reported that the patient had discontinued use of the device. The device was explanted (date not reported). It is unknown whether the patient will be reimplanted with another device as of the date of this report, (B)(6) 2012. The device was accidentally disposed of by the clinic and is not available for analysis.

Manufacturer narrative:
(B)(4). Device is not available for analysis